Event description:
Information was received indicating that a cadd-prizm, mdl 6101, infusion pump alarmed cassette not attached when the cassette was attached, and the screw was fully engaged. Per reporter through troubleshooting, she was able to get the pump to register and sent the patient home with the pump. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).